Event description:
Tenaculum bent and fractured while inside pt's abdomen. There were no fractured pieces seen in the abdominal cavity. Cavity ws cleaned out during the middle of the procedure and again at the end of the procedure. Intuitive surgical inc., (B)(4).